Event description:
It was reported that the patient received an inappropriate shock and the lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: 1 - ventricular nst=190 ms on (B)(6) 2011 07:21:43. 1 - vf<=210 ms average v-cycle on (B)(6) 2005 13:52:32. Sensing - interference/noise: ventricular short interval count v-sic=31 counts avg/day, in 22 days, between (B)(6) 2011 10:47:10 and (B)(6) 2011 11:28:09.